Event description:
It was reported to philips healthcare that when the heartstart mrx defibrillator shock button was pressed during opcheck, there was no response. There was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow-up report will be submitted once the investigation is completed.